Event description:
A (B)(4) distributor contacted zoll customer support to say that, while fitting a pt, the battery charger/ modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation, the charger/modem was unable to power up. The cause for the power-up failure was a defective power supply brick. The root cause of the defective power supply brick could not be positively identified. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger/modem.